Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 500 mg/dl. The customer experienced high blood glucose levels for the past two days. Troubleshooting could not be conducted at the time of the call, but the caller stated that there are missing segments on the screen. Advised that the insulin pump would be replaced. Nothing further was reported.